Manufacturer narrative:
This is report 2 of 2. For the same patient. Reference 2648920 - 2016 - 00025 .

Event description:
It is reported the patient was revised due to slightly elevated cobalt levels. An MRI also revealed a pseudo tumor and fluid in the joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.